Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign matter could not be further identified. No deformation was observed with the nozzle, and it was confirmed that the user facility reprocessed the device in line with the instructions for use. Therefore, no further presumption of cause could be established for the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis lucera gastrointestinal videoscope, there was an issue with the air/water flow system. The device was returned and evaluated, and a foreign object was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; air and water supply were insufficient due to a foreign object found clogging the nozzle. The bending angle was insufficient due to elongation of the angle wire, the play of the angle knob was out of normal state due to elongation of the angle wire, the curved pipe was deformed, there were scratches and wrinkles found on the insertion tube. Dirt that was difficult to remove was found on the curved rubber, the curved rubber bond was cracked, the curved rubber adhesive part was cloudy and missing; the tip cover was burnt, the adhesive part of the objective lens had come off, and the objective lens adhesion part was cloudy. Additionally, the adhesive part of the lighting lens had come off, the lighting lens adhesion part was cloudy, the air/water supply cap was loose, scratches were found on switch button one, the operation part cover surface had come off, the forceps plug had been scraped off, peeling of the paint was recognized on the air/water supply cylinder and peeling of the paint was recognized on the suction cylinder. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.